Manufacturer narrative:
No malfunctions have been reported after the incident, and the device remains in use. When the head section is attached to the leg section and the patient is positioned in reverse, the weight limit is 300 lbs. The patient weighed approx. 357 lbs, exceeding this limit. We determined the cause was improper use. As this is noted in the owner's manual, we determined no further action is needed.

Event description:
A 357-pound patient, five feet tall, was positioned supine on a 3503 easyslide table, oriented normally with the head section placed at the leg end. Before anesthesia, the patient rotated independently into a prone position and began adjusting her placement for surgery. Shortly afterward, the table became unstable and tipped, causing the patient to briefly contact the floor. Fortunately, she was uninjured, reported feeling fine, and proceeded with the planned surgery.